Event description:
It was reported that pt was revised due to high ion levels. This was left rejuvenate revision.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.